Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was not specified. The patient was hospitalized for the event of peritonitis on the same day of onset. On the same day, the patient began treatment with cefazolin (1 gram per day, intraperitoneally, frequency not reported) and gentamycin (80 milligram per day, intraperitoneally, frequency not reported). Three days later, the patient began treatment with vancomycin (2 gram per day, intraperitoneally, frequency not reported) and amikacin (300 milligram per day, intraperitoneally, frequency not reported) for bacterial peritonitis. At the time of this report, antibiotic treatment was ongoing and it was not reported if the patient recovered from the event. Dianeal therapy was ongoing. The patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On the same day as the event onset, the patient started treatment with intraperitoneal cefazolin (2g daily) for peritonitis (it was previously reported as 1g). Three days later, the cefazolin and gentamycin were discontinued. On the same day, the patient began treatment with intraperitoneal selemycin (500mg daily) for peritonitis (along with the previously reported vancomycin). Twenty seven days after the event onset, the vancomycin and selemycin were completed. That same day, the patient was discharged from the hospital and the patient was deemed recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.